Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The procedure commenced at 0900. Heparin 10,000 units was administered at 0901. Trans-septal puncture (tsp) was achieved utilizing a versacross d1 with no issues. The versacross radiofrequency wire crossed the septum, and the septum was dilated with the watchman fxd double curve access system sheath without issues. It was noted that the septum had a thick superior lumbus. The physician then encountered difficulty in crossing the septum with the non-bsc intracardiac echocardiogram (ice) catheter. At 1003, fluid was observed around the right atrium and ventricle. The ice representative and the physician suspected the ice catheter was going through a superior limbus tunnel (which the physician believed to be a pre-existing abnormality), causing the pe. The patient was under conscious sedation and remained stable. A pericardiocentesis was performed. By 1031, trace pe was noted via transthoracic echocardiogram and a total of 750cc of fluid had been removed. At 1043, surgery was consulted. At 1053 a blood transfusion was initiated. At 1107, the patient was transferred to surgery. Post-surgery the physician reported that no perforation was identified and the laa was clipped. The pe had stopped and a total of 1300cc of bright red fluid had been removed. The patient was admitted to the intensive care unit and expected to make a fully recovery and discharged home.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The procedure commenced at 0900. Heparin 10,000 units was administered at 0901. Trans-septal puncture (tsp) was achieved utilizing a versacross d1 with no issues. The versacross radiofrequency wire crossed the septum, and the septum was dilated with the watchman fxd double curve access system sheath without issues. It was noted that the septum had a thick superior lumbus. The physician then encountered difficulty in crossing the septum with the non-bsc intracardiac echocardiogram (ice) catheter. At 1003, fluid was observed around the right atrium and ventricle. The ice representative and the physician suspected the ice catheter was going through a superior limbus tunnel, causing the pe. The patient was under conscious sedation and remained stable. A pericardiocentesis was performed. By 1031, trace pe was noted via transthoracic echocardiogram and a total of 750cc of fluid had been removed. At 1043, surgery was consulted. At 1053 a blood transfusion was initiated. At 1107, the patient was transferred to surgery. Post-surgery the physician reported that no perforation was identified and the laa was clipped. The pe had stopped and a total of 1300cc of bright red fluid had been removed. The patient was admitted to the intensive care unit and expected to make a fully recovery and discharged home.